Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact, not severed. However, the lead body had found curled or twisted due to induced damaged that occurred during attempted implant. This report is being filed to correct the b5: describe event or problem and h6: patient code.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to placement difficulty. The lead was stuck at the backside of the tricuspid valve. The physician tried inserting a stylet but it got curled up in the atrium. Eventually, the physician was able to free the lead up. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to placement difficulty. The lead was stuck at the backside of the tricuspid valve. The physician tried inserting a stylet but it got curled up I the atrium. Eventually, the physician was able to free the lead up. The lead was never in service. No adverse patient effects reported.